Event description:
The report stated that during a procedure, oozing of a pt occurred under 200cc even though an end tone, signifying a complete seal, was heard. Another device was used to finish the procedure. After the surgery was finished an error message was displayed on the generator, a forcetriad.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been rec'd and is under eval. When the device eval is complete a follow-up report will be submitted.